Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and tethered leaflet for a mitraclip procedure. During the procedure, clip opened during the lock line removal. Clip was reclosed and was deployed. Second clip was implanted to stabilize the first clip. It was noted that the clip was stable on both the leaflets. All steps were performed as per IFU. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.